Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male patient who received super poligrip ultra fresh denture adhesive cream (B)(4) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip ultra fresh denture adhesive cream. An unknown time later, the patient experienced neuropathy, skin problems, a rash on his chest, arms, and back, and itching all over his body. This case was assessed as medically serious by gsk. Use of super poligrip ultra fresh denture adhesive cream was continued. At the time of reporting, the events were unresolved. The manufacture's report number for this case is 9681138-2009-00130. Super poligrip ultra fresh is manufactured in (B)(4) and the product was not available. (B)(4).